Event description:
The reporter stated the surgeon implanted a 13.0mm icm130v4 implantable collamer lens in 2008 in the patient's right (od) eye. The lens was explanted at about 18 days later, due to excessive vaulting. Subsequently, the patient experienced elevated iop and narrowing of the angle. The lens was exchanged for a shorter lens.